Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation summary: the reported condition of a colleague infusion pump of a damaged battery was confirmed and reproduced. The cause of the reported condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to fix the reported problem. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90.